Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The sodium electrode was cleaned and the co2 electrode membrane was replaced. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneous sodium and calcium results were generated by the unicel dxc 600 synchron system for seven (7) pts. The results were reported out of the lab. The customer contacted the MFR who advised the customer to clean the sodium electrode and port. Quality controls were then run and were within spec. The samples were then retested and yielded results within expectation. There were no changes to the pts' treatment or care. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.